Event description:
The user facility biomedical technician reported he did not have an exact date for the occurrence, only that it happened between (B)(6) 2015. The drain line and drain height were within specification. There was no occlusions to the drain line. The biomedical tech replaced the drain valve which resolved the issue. The machine has been returned to service.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the drain valve which resolved the issue. The machine was returned to service with no further issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode within the last week. A patient was not connected to the machine at the time of the incident. Attempts to obtain additional information have been unsuccessful to date.